Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the lot number. The suture used in this case, was a sample suture. So, I do not have lot number details.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2023 and suture was used. During the procedure, while performing the anastomosis, the suture snapped through. The surgeon immediately discarded the device and used a different suture. The surgery was not delayed. The procedure was successfully completed. There were no adverse patient consequences. Additional information was requested.